Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump¿s screen had scratches that got into the way of viewing it, had rejected new batteries and the battery cap was loose when screwing it. The customer¿s blood glucose level as unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify failed battery test alarm due to blank display. Device received with broken battery tube threads, minor scratched lcd window and stripped battery cap(p) coin slot. The p-cap locks into the reservoir compartment properly noted.